Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Revision due to glenoid loosening and cuff tear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the rotator cuff tear, which allowed for the humeral head to migrate superiorly and wear on the superior edge of the glenoid.

Event description:
Revision due to glenoid loosening and cuff tear.